Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was audio on the device quit working. The customer¿s blood glucose dropped to 38 mg/dl which they treated with food. The auto mode was not in use. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and selftest. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.